Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as an unspecified patient mistake and non-compliant. On the same day as the event onset, the patient was hospitalized for suspected peritonitis. The following day, the peritonitis was confirmed and the patient started treatment with fortum (dose, route, frequency, and duration not reported) and gentamycin (dose, route, frequency, and duration not reported) for peritonitis. Three days after the event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.